Manufacturer narrative:
(B)(4). Concomitant medical products: palacos bone cement, catalog#: 00111314001 lot#: 8410540, all polyethylene patella, catalog#: 00542000801 lot#: unknown, nkii tibial stem, catalog#: 630700210 lot#: 63474493, femoral component, catalog#: 00541001501 lot#: 62638787. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It is reported that the patient is experiencing instability, pain, restless leg syndrome and cramping. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient is experiencing instability, pain, restless leg syndrome and cramping approximately one (1) year following left knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the gender solutions natural knee system package insert, pain and instability are known potential adverse effects of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.